Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
The is an international report of a system error 2240 that occurred during dwell 6 of 6 cycles. There was a leak observed. There was patient involvement, but no patient injury.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 alarm. Leak was noticed after alarm. The complaint was not confirmed and the cause was not identified because the alleged problem was not observed in the returned sample and the home patient did not clearly report any type of use error that might have led to the issue. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.